Event description:
Customer reported a visit to the emergency room with a blood glucose reading of 569 mg/dl. She reported that there were air bubbles half way down the tubing and that the insulin pump was not rewound with the reservoir in place. She was assisted in priming out the air bubbles and advised to change out the infusion set. She was treated with manual injections at the hospital. She stated that the drive support cap appeared normal. She found no leaks and stated that insulin exited with the manual prime. She stated that the cannula was not bent. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.